Event description:
IV tubing used to spike an IV bag, ivf [intravenous fluids] immediately coming from spike, and not flowing into tubing. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Emailed rep on [redacted].